Event description:
It was reported that the patient experienced encephalopathy in 2011. It was stated there was in increase in white blood cells and the cause of the event was unknown. It was noted, the patient experienced being ¿very sleepy.¿ the patient was admitted to the hospital and symptoms stopped after three days then the patient was back to baseline. Reference reg report # 3004209178-2013-12198

Manufacturer narrative:
Product ID 7426 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator product ID 7438 lot# serial# (B)(4), product type programmer, patient product ID 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3387s-40 lot# v331504, implanted: 2010 (B)(6), product type lead product ID 3387s-40 lot# v329593, implanted: 2010 (B)(6), product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).